Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including keypad testing, multiple discharge tests, defib cycling and defib testing without duplicating the report. The device was recertified and returned to the customer. It's important to note that the x series device does not have an automatic discharge feature and energy delivery requires user intervention. The activity logs showed no indications of button shorts or keypad malfunctions during power on self testing. Data also shows the device was in AED mode, analysed, advised shock and was discharged. The log suggests the device operated as designed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a 15-month-old patient (gender unknown), the device self discharged. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.